Manufacturer narrative:
(B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered infusion set needle was fractured during insertion and it was hard to remove from the insertion site. The cannula was removed at 90 degrees angle. No further information available.